Manufacturer narrative:
Customer has indicated that the product will not be returned as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted if necessary. Reported event was unable to be confirmed as investigation is still in progress. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the investigation is still in progress. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient is experiencing hip pain and instability approximately 6 years post implantation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was not known at the time of the original medwatch. Customer has indicated that the product will not be returned as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted if necessary. Reported event was unable to be confirmed as investigation is still in progress. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the investigation is still in progress. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent revision surgery approximately 6 years post implantation. During the surgery, the surgeon stated that the stem looked great. They replaced the head and liner.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.